Manufacturer narrative:
Product analysis part# 9561524, lot# my20c001: visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw will no longer thread in or out. The handle appears to be jammed inside the loosening/tightening mechanism inside the joint/knuckle of the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a flex arm used on a patient for an mis spine surgery. It was reported that proximal joint of flex arm was stripped. The instrument broke and there was no fragment of the instrument remaining in the patient's body. Flex arm won¿t tighten and become rigid at proximal joint. There were no patient symptoms or complications as a result of this event. The patient did not come in contact with the reported product. The pre-op diagnosis was spinal stenosis. The levels implanted were 0. There was no treatment or additional surgery performed as a result of this event. The product will be replaced by a medtronic product in the future. No further complications were reported/ anticipated.